Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 424 mg/dl and low blood glucose value of 38 mg/dl. Patient's current blood glucose value: 100 mg/dl. Sensor updating alert was also reported. Customer declined to troubleshoot for high blood glucose levels. The customer was treated with food and pump. The device is not expected to be returned for analysis.